Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. The pcu event log shows that at 9:41 pm on (B)(6) 2018 the pump module received a remote IV request for ifosmesna. The vtbi was 1000ml to infuse over 24 hours at a rate of 41.7ml/hr. The user started the infusion at 9:42 pm. There was one 20 minute delay programmed but it was cancelled after 3 and a half minutes. At 9:06 pm on (B)(6) 2018, the user changed the vtbi to 100ml. The volume infused up to this point was 972.77ml. Changing the vtbi to 100ml added approximately 2 hours and 30 minutes to the duration of the infusion. At 11:30 pm, the infusion completed and the device transitioned to kvo at the kvo rate of 10ml/hr. At 12:08 pm on (B)(6) 2018, the door was opened and then the device alarmed for check IV set. The user then channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 1079.07ml. The infusion took an additional 2 hours and 24 minutes to infuse due to the user adding vtbi to the infusion. The starting/ending volume of the fluid container cannot be determined through device logs. Although requested, the pump module was not returned for investigation. The root cause of the customer¿s report of an underinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that an infusion of 1000ml of ifosfamide/mesna was programmed to infuse at 41.7ml/hr for 24 hours however it completed 2 hours later than expected. There was no patient harm.